Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and was feeling fatigued and pre syncopal. It was noted that the right ventricular (rv) lead exhibited high and increasing impedance, high and unstable thresholds, and loss of capture. It was determined that the lead was fractured which was interrupting pacing. The lead was reprogrammed initially, and subsequently, capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.